Manufacturer narrative:
(B)(4). To date, the incident generator has not been received for evaluation. If the sample is received, or if additional info pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that when the generator was turned on prior to the start of the rf ablation procedure, the message "temperature test failed" was displayed. The procedure was cancelled. No pt injury occurred.